Event description:
Per provider: (B)(4) - out of box failure, received the chair, put it together, and couldn't get the chair to start, they removed the battery box to reset it, and noticed battery acid in the box. Sending out new box and battery.